Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon and stent damage occurred. The target lesion was located in the left circumflex artery. Following pre-dilation, a 6f long guidezilla ii guide extension catheter was used and a 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. While pushing the stent through the guidezilla, the stent got caught and started to come off the balloon. The stent got crimped up a little and was not able to come out of the guidezilla. Everything was then removed out of the guide and out of the patient. The stent delivery system was fine but the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent movement on balloon and stent damage occurred. The target lesion was located in the left circumflex artery. Following pre-dilation, a 6f long guidezilla ii guide extension catheter was used and a 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion. While pushing the stent through the guidezilla, the stent got caught and started to come off the balloon. The stent got crimped up a little and was not able to come out of the guidezilla. Everything was then removed out of the guide and out of the patient. The stent delivery system was fine but the stent was damaged. The procedure was completed with a different device. No patient complications were reported. Synergy ii us mr 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was returned loaded inside the a 6fr guidezilla and the stent was damaged on mid-section and proximal end of the stent with stent struts stretched in proximal direction. The proximal end of stent was stuck at the distal end of the guidezilla. The stent could not be withdrawn from the guidezilla catheter due to the stent damage, the analyst had to cut the synergy hypotube 1cm distal to the distal end of the hypotube to remove the synergy stent from the guidezilla. The undamaged stent od (outer diameter) measurement of the 5 most distal stent strut rows was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. A hardened red blood like substance was noted on the shaft polymer extrusion which had been inside the guidezilla. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.